Manufacturer narrative:
This device used for treatment and not diagnosis. Ncr, us1006725 was found of part 357.372.1.1, lot 6077476, for feature g5 being oversize. A 100 percent inspection was performed and 3 out of 75 parts were out of specification and scrapped. It is possible that feature g5 being oversize would contribute to the complaint condition because feature g5 is related to having difficulty inserting the helical blade. It cannot be determined until the product is returned for investigation. This feature, however, is not related to being unable lock down on the tfn. The review of the device history records showed that there are potential issues during the manufacture of the product that would contribute to the compliant condition.

Event description:
It was reported that during an inter-medullary procedure on (B)(6) 2013, the surgeon had difficulty inserting the helical blade and was unable to get the locking mechanism to lock down on the trochanteric fixation nail. It was reported that the patient had a tumor, and therefore, the surgeon was cementing part of the femur and he thinks perhaps some of the cement or a bone fragment got into the nail. The surgeon left the helical blade and trochanteric fixation nail in place because surgeon felt comfortable with the positioning. Surgery was not prolonged and no adverse effect to the patient was reported. Post-surgery, the nurse noticed that the helical blade inserter had broken. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Product development evaluation states that returned device was manufactured in april 2009, is over 4 years old, and shows signs of being struck with a mallet several times in several areas. The complaint condition for the returned device is caused when the hammer inadvertently misses the head of the coupling screw, and hits the ears of the indicator. This may cause the pin in the indicator to be damaged and therefore the indicator may spin freely or it may become jammed. On the returned device, the pin has sheared in half and the set screw remains protruding in the indicator i.d. Preventing insertion onto the shaft and handle. There are several dents all over the returned alignment indicator including the knurled surface of the set screw indicating that it has been struck with the mallet during use. The pin is broken and the set screw is damaged inside the indicator. The design is adequate for its intended use and did not contribute to this complaint condition. The complaint condition was caused by inadvertent hammer blows to the alignment indicator and has been evaluated on previous complaints and determined to be invalid. The returned device (helical blade inserter) was returned disassembled in 3 pieces. The handle, the shaft and indicator are separate in the bag. During this evaluation, the returned device was assembled but the indicator would not assemble onto the shaft and handle because the thumb and set screw has sheared in half and the distal tip of the set screw is protruding in the indicator i.d. Preventing insertion onto the shaft and handle. There are some small dings and large gouges on the gold handle which expose the base metal. There are marks resembling serrated plier teeth on the gold handle as well. The ears of the alignment indicator have several dents on both sides. The pin is missing and the set screw is damaged inside the indicator. A review of the device history records for this lot has been requested.